Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The eccentric target lesion was located in the mildly calcified right coronary artery (rca). The lesion contained a bend between greater than 45 and less than 90 degrees. After pre-dilation with a 2.0x9mm balloon, a 20 x 2.25 promus premier stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were flared up. Pre-dilatation was again performed and another stent with buddy wire support was used. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 2.25 x 20mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified stent damage. Stent strut segment 1-10 from the distal end of the stent was undamaged the remainder of the struts were damaged and stretched in a proximal direction extending over the proximal markerband and balloon cone. The crimped stent od(outer diameter) of the undamaged section was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device revealed no issues with the hypotube. An examination of the shaft polymer extrusion identified multiple areas of bunching along the inner extrusion. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The eccentric target lesion was located in the mildly calcified right coronary artery (rca). The lesion contained a bend between >45 and <90 degrees. After pre-dilation with a 2.0x9mm balloon, a 20 x 2.25 promus premier stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were flared up. Pre-dilatation was again performed and another stent with buddy wire support was used. No patient complications were reported and patient's status was stable.